Event description:
The customer contact reported a leak; subsequently, blood loss was noted. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, an unspecified volume of blood leaked out the clave port. Multiple unsuccessful attempts have been made to obtain additional info including pt's outcome.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The info on reprocessing of the device was requested; however, no response has been received. (B) (4). (B) (4).